Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in bolton, united kingdom (returned to the the rrc on 2023/02/2023). The evaluation/investigation at the rrc confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The evaluation at the rrc also found the front panel and the housing cover to be damaged. These damages to were most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect medical device has already been returned to the olympus regional repair center in bolton/united kingdom. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The hf-generator ¿esg-400¿ was returned to olympus for repair with a damaged front panel. During incoming inspection in the olympus regional repair center in bolton/united kingdom, the hf-generator showed error message e433. There is no indication that the reported phenomenon occurred during a procedure and there was no report about an adverse event or patient injury.